Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose (bg) meter read "high" with high ketones. Bg was addressed with a manual injection. Reportedly, the customer reverted to manual injections.